Event description:
It was reported that the customer experienced a blood glucose (bg) level of 22.2 mmol/l with trace ketone levels; cause was not known. Customer administered manual injection to address bg level. The customer was admitted into the emergency room and treated with manual injections. Customer was released from the emergency room on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.